Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing which led to inappropriate shock. Technical services (ts) discussed possible causes and recommended troubleshooting efforts. No additional adverse patient effects were reported. The device remains in service.